Manufacturer narrative:
A visual inspection confirmed the customer's report of the silicone pumping segment rupturing at the upper tubing adaptor component ; such damage is consistent with the tubing having been subjected to high pressure. The proximal cause of the issue was a high pressure caused during injection of contrast media.

Event description:
The reported feedback suggests that there was a line rupture.

Manufacturer narrative:
One 2420-0007 sample was received for investigation without packaging with residual fluid throughout. Additionally a 1000ml freeflex nacl bag was received connected to the spike component to assist the investigation (appendix 1). A visual inspection confirmed the customer's experience as a tubing damage was identified in the pumping section just beneath the top pump key (appendix 2 and 3). The tubing was split with a 5mm longitudinal cut, the damage suggested excessive pressures were applied causing the tubing to burst. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was a line rupture. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.